Event description:
#Medwatcher #followup1 #fdamw5038239 (B)(4). Since this report I have had surgery to remove my tubes. My symptoms never went away. After a ER visit I discovered that the coils migrated into my abdomen. I now with be having a hysterectomy and abdominal surgery to remove the coils. I live with daily pain and now have developed massive cyst.

Event description:
#Medwatcher #followup2 #fdamw5038239 #(B)(4) follow up from hysterectomy.... Essure coil was found perforated in my uterus(half in and half out). Fragments in my bladder and surrounding my uterus. I was diagnosed with endometriosis.

Event description:
#Medwatcher #(B)(4) I was a healthy woman no medical issues until I had the essure placed in (B)(6) 2013. For the first few months no issues, then my period came on month and has never fully left. It is getting super heavy and painful. I get a day or two break from the bleeding but the pain never ends and continues to worsen. I have night sweats, pain and numbness in my legs, pelvic pressure, clotting, and lots of pain.